Event description:
(B)(4).

Manufacturer narrative:
The returned device was evaluated by resmed technical service. The device passed all performance tests; the functional investigation resulted in "no fault found." The device event log was downloaded and sent to the design house in sydney, australia, for review. The downloaded device log did not show any indication of a device malfunction which can potentially be linked to the pt death. The device was not used on the pt at the time of the event. (B)(4).